Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, oversensing was observed on the right ventricular (rv) lead. Insulation damage was suspected to be the cause of the event, however, x-ray imaging was performed and could not confirm any damage on the rv lead. The device was reprogrammed to resolve the event. The patient was in stable condition.